Manufacturer narrative:
According to our investigation, there was no discrepancy on our prod. Device eval attached.

Event description:
The implant failed due to osseointegration failure. The implant was placed at #16 and removed after 6 mos. Traditional 2 stage surgery. Bone augmentation material was used. Good oral hygiene. Moderate bone condition.